Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Manufacturer year 2019 the system was evaluated by a field service engineer. The field service found no issues with the unit, handpiece, tip, and tubing cassette. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. No additional information was provided.

Manufacturer narrative:
At the time of the initial report only the manufacturing year 2019 was reported. However, DHR review revealed the full date of manufacture was 01/07/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.